Event description:
The initial attorney report alleged pain, infection, seroma, and explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 1996: repair of multiple (3) recurrent ventral incisional hernias with implant of bard flat mesh. On (B)(6) 1996: emergency room visit for abdominal pain. Pt presented with abd pain and for recheck of a wound infection. Wound infection was confirmed and pt treated with antibiotics and daily dressing changes. Further examination showed "more of a non-healing wound rather than actual infection". On (B)(6) 1996: admission for persistent wound infection, fever and dehiscence of subcutaneous tissue. Pt was noted to have extremely poor pain tolerance. On (B)(6) 1996: explant of bard flat mesh. No operative notes. On (B)(6) 1996: admission for pain control. IV antibiotics. On (B)(6) 2002: repair of 2 incarcerated hernias with implant of composix kugel mesh. One containing fat in the upper abd; one containing a loop of bowel in the lower abd. On (B)(6) 2002: hospital admission for abdominal pain. It was concluded that fluid did not represent an infection but rather a seroma. Discharged with antibiotics for a uti. On (B)(6) 2002: hospital admission for abdominal pain. On (B)(6) 2002: explant of composix kugel mesh and implant of non-bard mesh. The pt was noted to have a seroma that drained spontaneously after removal of one of the sutures. On (B)(6) 2007: hospital admission for chronic abdominal pain secondary to adhesion. Lysis of adhesions performed.

Manufacturer narrative:
Davol originally reported the event associated with the composix kugel mesh implanted in 2002 to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info which showed there to be an additional implant, therefore we are submitting this MDR based on the additional info received. Based on the info received, it cannot be determined if the mesh may have caused or contributed to the reported infection experienced after implant of the mesh. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample has been returned therefore, no evaluation could be performed. With the currently available info, no firm conclusions can be drawn. If additional event and/or evaluation info is obtained, a follow-up MDR will be submitted.